Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that in late 2008, the patient underwent direct stenting of the 1st ob mar with two xience v stents. In early 2009, the patient was found unresponsive. The patient presented to the hospital in full cardiac arrest. EKG showed ventricular tachycardia / fibrillation. Nitroglycerin, atropine, sodium bicarb and epinephrine were administered. The patient expired. The medical examiner's certificate of death reports that the immediate cause of death was coronary artery disease. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: death and arrhythmia, as noted in the IFU are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, death arrhythmia, cardiac arrest, and hospitalization are listed in the product risk assessment matrix as no-fault post-procedure complications. It was also reported that the lesion was not pre-dilated, the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. The other xience v indicated is being reported under this same manufacture report number.